Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the electrodes. The area was described as itchy with big red patches under the ECG electrodes and small red dots under the therapy electrodes. The patient's doctor recommended applying benadryl and taking oral benadryl to treat the irritation. The patient also decided to remove the lifevest. During a follow-up, the patient indicated that the irritation had improved.